Event description:
Individual began with a red eye and immediately went to the doctor. The physician suspected conjunctivitis and prescribed antibiotics. Several weeks later, the eye became swollen, and white discharge was noted. Again she went to the doctors and they prescribed her stronger medication and ordered a biopsy. Finally on (B)(6) 2011, upon completing the biopsy, the doctor confirmed presence of acanthamoeba. Because diagnosis was delayed, the eye worsened and the dr confirmed the amoeba had phagocytized the cornea for which she would need a complete corneal transplant. Complete multipurpose solution easy rub formula, once a day everyday 8-10 drops for about 1 yr.